Event description:
It was reported that during interrogation of the patient's vns using the m3000 vns tablet, the output current was shown in red with an asterisk next to it. Only the normal mode output current was red. The medical professional stated that there was no warning message that she remembered. The event was not duplicated with in-house manufacturing testing using various test resistors. Review of the manufacturer's programming history database revealed that a low output status was observed on the patient's device at the same settings that the patient's vns was programmed to at the time of report. An ohm's law calculation using the impedance value from the date of the observed low output current status revealed that it is expected that the device should be able to deliver that programmed output current with the given lead impedance and normal device variation in impedance accuracy and maximum output voltage. In house testing with m3000 tablet, a demo generator, and low output currents (by creating a high impedance while using no test resistor) revealed that low output currents on the m3000 software result in the low output status being highlighted in red with a warning symbol (a red triangle with an exclamation mark inside) next to it. No asterisk was visible. No additional relevant information has been received to date.

Event description:
The physician's tablet data was exported and received by the manufacturer. Review of the exported database by the manufacturer's quality engineering, or qe, revealed that there was no evidence observed that supported an unusual computer software error. It was believed that the red asterisk alleged by the medical professional was a reference to the low output current status on the summary screen, which has a red triangle with and exclamation mark inside of it, as the low output current is consistent with all of the data. As the combination of output current and lead impedance approach the maximum output voltage there will exist conditions where the diagnostic information indicates that the output current is not delivered when it actually is being delivered. This design attribute is covered in the generator physician manual and within the warning message displayed to the user with the statement ¿if the diagnostic tests indicate low output current, the pulse generator may not be delivering the programmed output current.¿